Event description:
The core impaction drill was sent in for eval due to overheating during an impacted molar procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the internal components was identified as the probable cause of the overheating reported.